Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-02531.

Event description:
The customer stated that he was hospitalized with a low blood glucose of 52 mg/dl. The customer stated that he has been experiencing low blood glucose levels for about two weeks, and has not received any alarms from the sensor. The customer stated that he was found unconscious on the bathroom floor prior to the hospitalization, and was given juice. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that he doesn't manipulate the reservoir when he is connected to the infusion set. The insulin pump was not exposed to high magnetic fields. The customer stated that he recently spoke with his hcp, and changes were made to the settings. Nothing further was reported.